Event description:
It has been reported to philips that the allura xper fd20 system lost live imaging due to the available free space on the device being low. The patient had to be removed to a different room to complete the procedure. No additional harm was reported in association to this event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure got delayed and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that system had low storage space. Fse identified issue was with image store of the ippc. Fse attempted to recreate the image disk bit failed and swapped the two image drives and was able to recreate the image disk, which worked intermittently but did not allow cine or fluoro. Fsc sent the log files to rtac. In the following visit, a 1 tbyte os drive appeared, which was installed, downloaded ippc os and apps, recreated the image store, and thoroughly tested and performed the required t&v tests, and all tests were passed. Now the system was fully in working condition. The codes were updated based on the investigation outcome.